Event description:
It was reported that a patient was seen on (B)(6) 2012 for bleeding post conization. The surgeon attempted to control the bleeding by suturing the cervical canal. While suturing, the needle tip broke. The patient underwent a MRI and CT scan to locate the needle fragment. The needle was vizualized anterior to uterine cervix. The surgeon elected not to remove the fragment. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: a needle that broke in the body towards the attachment end was submitted for this evaluation. A microscopic inspection revealed indents and scuff marks and indents around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductility. There are no signs of manufacturing defects found on the needle. A visual inspection was also performed on one loose needle returned for evaluation. The inspection revealed that the needle was still parked in the needle tray and does not appear to have been used. There were no signs of manufacturing defects found on the needle.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.